Manufacturer narrative:
The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was observed inside the battery compartment on pcb component. Internally, no signs of foreign substance, burning, melting or charring were observed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report black fluid leaking from the battery compartment of the purely yours breast pump today. She was pumping using battery power. Customer was pumping with the breast pump on her lap and noted a black stain on her pant leg. She opened the battery compartment and found an exploded battery leaking black battery fluid. Customer denies any injury or burn in this event. She was not concerned about the stain on her pants.